Event description:
New information received notes that the programming changes were made and no further problems have been reported.

Event description:
It was reported that some non-sustained rv oversensing episodes were observed. Review of the episodes indicated oversensing on the ventricular channel probably due to myopotentials. Programming changes were recommended.